Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the perfusion system was unplugged from wall, the system shuts off. As a result, an alternative device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The system had been plugged in for greater than twenty-four hours and normally all units are charged in (B)(6) o/r. This system was in backup rotations. The user facility's biomedical engineer (biomed) checked continuity and ground of plug, along with the circuit breaker, all were ok. No damage to power cord was observed. This system was taken out of service and is awaiting repair by manufacturer. The laboratory evaluation could not duplicate the reported issue. The batteries were in good physical condition upon receipt. The batteries were able to be charged and passed load testing as described in the instructions for use (IFU).